Event description:
As reported for this event by the customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the patient was found to have a large duodenal mass through which the doctor was unable to penetrate the device into the passage. When the device was removed from the patient, the doctor noted that the distal cap was no longer attached to the tip of the device. The distal cap was visible in the oropharynx but could not be retrieved with the patient in the current position of being prone on the stomach. The patient was turned over to be supine on the back. The distal cap was noted to be in the patient mouth and removed from the patient body. The distal cap was intact with no damage, nor was there any damage on the device. The procedure was completed with a regular gastrointestinal scope for biopsies. The removing of the detached distal cap caused a few minutes delay which in turn required the patient to be under anesthesia for those extra minutes. There is no harm or adverse impact to the patient. There are two devices associated with this event: the ercp scope and the distal cap.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q190v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6). The device is not available for return. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
Addendum feb 6, 2023: per the customer, it is unlikely that any anti-fog agent used for the scope lens. Some lubricant was probably used as a lubricant is used on majority of scopes to ease insertion. Steps taken to check if the distal cover connection was secure once attached to the scope are not specified. Staff associated with the event said the connection had been checked, and that the distal cover had been pulled or twisted to make sure the cover does not come off. The endoscope has never been serviced by a third-party.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: a2, b5, g3, g6, h2, and h10. Patient initials are p. D. Pre-existing medical conditions of the patient are not provided. No model and serial numbers of other devices used in conjunction with these devices at the time of the event were provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the reported issue was likely caused by the following: 1. An abnormality in the distal end such as adhesion of foreign material or the like. 2. The user applied a load of friction to the distal cover by twisting and pulling it in body cavity during inspection prior to use. A stress stronger than the one above was applied to the distal end during the procedure. This supplemental report includes a correction to a3 and d8 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.